Event description:
It was reported that the customer experienced high blood glucose levels of over 600 mg/dl. The customer stated that she never received a warning even though the infusion set tubing was bent and crimped. Troubleshooting was one. The customer expressed thirst, urination, terrible taste in the mouth, and sickness as symptoms of her high blood glucose. The customer treated herself with insulin pump therapy. The customer could not complete troubleshooting and stated that she would call back to complete it. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.